Event description:
Additional information was received that upon review of an echocardiogram of the failed valve, aortic stenosis with a mean gradient of 16 millimeters of mercury (mm hg), trace mitral regurgitation and trace tricuspid regurgitation were identified.

Manufacturer narrative:
Corrected data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that (B)(6) following the implant of the valve, a computed tomography (CT) scan was performed that revealed aortic stenosis with a mean gradient of 16 millimeters of mercury (mm hg), trace mitral regurgitation and trace tricuspid regurgitation.

Manufacturer narrative:
Image review: a case report and one 3mensio video clip from imaging services were provided. The evolut implant appears mildly under- expanded. Calcification is present outside the transcatheter aortic valve (tav) frame near all native cusps. The implant depth measures 5.0 mm beneath the right coronary cusp (rcc), 5.1 mm beneath the left coronary cusp (lcc), and 5.6 mm beneath the non-coronary cusp (ncc). There is a possible pannus or thrombus within the tav frame, though inadequate contrast filling cannot be excluded. Confirmation of a torn leaflet is not possible with the imaging provided. A scroll through the transcatheter aortic valve (tav) confirms the presence of calcification outside the tav and possible pannus/thrombus seen inside the tav. Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 5 months following the implant of a transcatheter aortic valve, the patient was re-hospitalized for heart failure. Echocardiogram revealed severe aortic regurgitation, with the cause suspected to be a torn leaflet. Approximately 9 days later, a 26 millimeter (mm) evolut fx valve was implanted valve in valve.

Manufacturer narrative:
Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 5 months following the implant of a transcatheter aortic valve (tav), the patient was re-hospitalized for heart failure. Echocardiogram revealed severe aortic regurgitation, with the cause suspected to be a torn leaflet. Approximately 9 days later, a 26 millimeter (mm) tav was implanted valve-in-valve. Additional information was received to report the severe aortic regurgitation was central regurgitation, and the echocardiogram showed the valve's non-coronary cusp (ncc) appeared torn.